Event description:
The report stated that the ligasure atlas was used in a gastrectomy. The system was activated for a complete sealing cycle with an end tone, but the patient's tissues were not completely sealed. This did not cause any bleeding. The generator was set at 2 bars of power. The surgeon used another device to complete the surgery.

Manufacturer narrative:
To date, the incident device has not been received for evaluation. If the incident device is returned or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.